Event description:
A caller reported that the cidex activated dialdehyde solution is not lasting very long. She processes plastic syringes and tips. They activated the s cidex activated dialdehyde solution bottle on (B)(6) 2009, and poured it into a glass container with a metal lid. On (B)(6) 2009, they poured solution from the bottle that was activated on (B)(6) 2009. The poured solution was tested (B)(6) 2009, using cidex solution test strips and the solution failed. The caller was advised that once activated, cidex activated dialdehyde solution has a reuse time for up to 14 days or as determined per the test strips. The caller stated that they do not use the product frequently and use only small amounts at a time. In a subsequent follow-up, the customer stated that the solution that failed was not used on instruments or on patients. A customer care center associate suggested another cidex product, cidex plus, maybe more suitable for their needs.

Manufacturer narrative:
Na.